Event description:
It was reported that a user paired a new libre 3 plus sensor with the ilet and received a sensor unavailable alert on the pump, which prevented glucose readings and contributed to unannounced dinner leading to hyperglycemia; the agent guided a rescan of the sensor, after which readings resumed, and provided education on announcing meals. Symptoms included elevated glucose to 287 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and real-time troubleshooting. Investigation of this case revealed a temporary communication or pairing issue between the cgm sensor and the pump that was resolved by rescanning, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a transient sensor-pump communication interruption resolved through user troubleshooting and education.